Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2014 with the following findings: review of the black box data revealed on record of power on reset event that was associated with a battery change on (B)(4) 2014. The cap that was returned with the pump for investigation was determined to be within specifications and fit properly on the pump for testing. The battery compartment was intact without damage. The pump was exercised for 24 hours without interruption or loss of power. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged intermittent power issue and the pump was found to be operating within the required specifications without malfunction.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.